Event description:
Complainant alleged that while attempting to defibrillate a male patient, the device inappropriately displayed a "check pads" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the device for evaluation and this complaint is still under investigation.